Event description:
It was reported that no disposable pump wont run alarm. Settings reviewed and unable to clamp tubing due to clamp being taped. Pump turned off and patient will call clinic now for further instructions.